Event description:
Info received 8/2005. Event report received from scientific studies: atrial lead dislodged. Lead repositioned successfully 8 days later.

Event description:
Event report received from scientific studies: atrial lead dislodged. Lead repositioned successfully on 03/2005.